Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30518145m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. Box isolation was performed in a case and then gap map was performed. When the physician noticed a decrease in blood pressure (80 s) during ablation of gap, it was confirmed by echo, and as a result, effusion was confirmed. Norad (medication noradrenaline) was administered and drainage was performed, and after blood withdrawal was confirmed, ablation to the gap was resumed, and isolation was confirmed, and the procedure was completed. The patient returned to the intensive care unit. The cardiac tamponade was resolved with drainage. Additional information was received on the event. Hospitalization was extended by 1 day and the patient was discharged. This adverse event was discovered during use of biosense webster products. The physician did not provide an opinion on the cause of this adverse event. Drainage was performed. The patient fully recovered. Hospitalization was extended by 1 day. Prior to noting the cardiac tamponade ablation was performed. There was no evidence of steam pop. There was no error message observed on the biosense webster, inc. Equipment during the procedure.